Event description:
It was reported that during a gastric procedure, the device did not fire the reload completely. Four reloads were used. Another device had to be used to complete the case. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that device a was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged, no functional test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. The analysis showed that device b was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lockout tab. In addition another cartridge was received loose inside the bag, fully fired and with no damage to the spring cartridge lockout. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged. No functional test could be performed due to the condition of the device.